Event description:
It was reported that the insertable cardiac monitor failed to be interrogated via bluetooth telemetry prior to implant. The icm was not used. There was no patient involved.

Manufacturer narrative:
The reported event of no ble telemetry was confirmed. Device arrived unable to interrogate. Device was cut open and determined that battery was at end of life (eol) level upon receipt. Further analysis of device indicated high current drain. A longevity calculation was performed and found the battery depletion was premature. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No other anomalies were found.